Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold and a high pacing impedance from 800 ohms to 1000 ohms. A new lead was implanted. No additional adverse patient effects were reported.